Manufacturer narrative:
Justification for no UDI, this device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The hydrogel used in this lot passed their minimum requirement for adhesion. Review of the device history record for lot y121323-02 showed no evidence of non-conformances with the hydrogel or the pad assembly. Furthermore, the customer reported that there was a set of pads that lost their adhesive properties after being caught on patient's clothing whilst another set of pads had difficulty adhering to the patient due to possible ointment on patient's skin. Placing electrodes on a patient's skin after the pads had been caught on clothing goes against the directions in the zoll radiotransparent defibrillation electrode IFU (p/n: vml193 rev b). Additionally, the IFU cautions the user to not apply any substance to the skin surface that will leave a residue. No trend is associated with reports of this type.